Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that on the first day the portex tube blue line classic was inserted in the patient, the volume was observed to have decreased to a value of 10 cc. The tracheostomy tube was given more air, however the deflation persisted. No death or serious injury was reported in connection with this incident.

Event description:
Additional information received indicates a tracheostomy tube changeout was successfully performed due to the leaking cuff. No patient injury.